Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735340r; lot/serial #: unknown. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system control unit (scu) was not working, the issue was found during testing after repair of the uninterruptible power supply (ups). No patient was present at the time of the event.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.